Event description:
The previously reported revascularization performed with the implantation of a bms stent in the lad approximately 30 months post ind ex procedure was assessed to be definitely related to the device.

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted; one in the lad and one in the rca vessel. Approximately 32 months post index procedure the patient experienced an mi. Investigator assessed that the event was not related to the study device but was related to the target vessel. Approximately 32 months post index procedure the patient also experienced target lesion restenosis and was treated with a CABG procedure. Investigator assessed that the event was definitely related to the study device. It is reported that the procedure was successful. Patient was taking aspirin and clopidogrel.

Manufacturer narrative:
.

Event description:
Investigator has indicated that the previously reported mi ((B)(6) 2013) was definitely related to the study device.

Manufacturer narrative:
Evaluation results, conclusions: myocardial infarction. (B)(4).